Event description:
Reportedly, at the eno interrogation dated of (B)(6) 2023, estimated longevity seems to be too short when compared to the implantation date ((B)(6) 2022).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, at the eno interrogation dated of (B)(6) 2023, estimated longevity seems to be too short when compared to the implantation date ((B)(6) 2022).